Event description:
I was diagnosed with severe urinary tract infection after using replens personal lubricant, weekly (about 4 applications prior to symptoms starting), individual applications (lot kk407301), manufacturer (B)(6), but it also says on the box "made in canada". In addition, I suffered from respiratory symptoms, chest congestion with cough at the same time. Antibiotics prescribed.